Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was able to be confirmed. During the evaluation a burnt mark on r28 of communication board was found causing the communication board to be giving error e231 intermittently. After replacing with test communication board, the unit passed functional test. It was also found that the top cover was cracked. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generators has an internal communication error, e231. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling of the device by the user. Olympus will continue to monitor field performance for this device.